Event description:
It was reported that two devices displayed leakage at the gas outlet during use on a pt. A third device was used. Oxygenator lot which is involved in this report is 7099261. This event is related to MFR report # 8010762-2014-01105. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting patch along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qc process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (CAPA (B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted if new info becomes available.